Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was unknown. Customer received the alarm after replacing the battery. Customer was advised to use a new battery to avoid failed battery test and possible power loss of insulin pump. Customer was advised to monitor the issue and call back if issue persisted.